Event description:
It was reported that the device will not heat. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported problem of ¿the device was not heating¿ was verified. During functional testing the temperature was not going up. The cause was a faulty printed circuit board (pcb). No action was taken due to the condition or age of the device. It was deemed beyond economical repair and was scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.